Event description:
The patient contacted animas on (B)(6) 2012 alleging that the pump is emitting random loss of prime warnings every other day and during the last two cartridge changes, during the load step, 100 units of the 200 units of insulin in the cartridge was pushed out. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged load step malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated several "pump not primed" warnings. During the load cartridge step the pump was found not to detect the cartridge. The force sensor was found to be out of calibration. The pump was opened and the force sensor flex was found to be damaged.